Event description:
It was reported that the pt was in for a disc decompression procedure and while intserting catheter/introducer needle, the catheter became kinked, as indicated by the generator. Leaving the introducer needle in place, the physician quickly withdrew the catheter back through the introducer needle. The physician noticed the tip of the catheter was missing. The tip could not be retrieved and remains it the pt's disc. No other info is available at this time.